Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (230-254 mg/dl). Correction bolus and exercise were used to address bg. Pump system check with tandem technical support found the pump date was incorrect. Reportedly, while traveling the date was inadvertently changed when the customer was updating the time. No other device issues were identified.